Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was a kink confirmed in the tip of the locator on the involved angio-seal sts plus device, when the poly-foil pouch was opened. The device was not used and another angio-seal device was used to successfully achieve hemostasis. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. No other device or equipment were reported to be used with the above product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.